Event description:
The reporter alleges that the pt expired due to ventricular fibrillation. The episode started with vt (ventricular tachycardia), which was accelerated into vf (ventricular fibrillation) by atp therapy. Vr was detected and five consecutive full energy shocks did not terminate the arrhythmia. After recovery of low-amplitude vf signals, redetection of a new vf episode started. There was a total of 19 minutes of ventricular fibrillation after the first acceleration which was not terminated by any vf shock during nine detection episodes.